Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: a review of the black box showed on power on reset. The pump was returned with no evidence of physical damage in or around the battery compartment. The battery cap was able to fit for testing. Rewind, load, and prime steps were performed successfully. The 24 hour testing was performed with no loss of power issues occurring. The power issue was no duplicated during investigation.